Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional e1 initial reporter first name - correction g3: date received by manufacturer - additional h2: additional information -correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). E1 initial reporter first name (B)(6).

Event description:
It was reported that the screen display was frozen on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.